Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer receive multiple auto off alarms. The customer's blood glucose level was impacted. Tandem technical support informed the contact that the auto-off was triggered due to inactivity with the pump.